Event description:
The customer called to report that the customer used the suspect device to check their blood glucose and the customer obtained a result of 655mg/dl. The customer then went into the device memory and retrieved the same value. The customer did not allege any treatment.